Manufacturer narrative:
Concomitant medical products: product ID: e vproplus-29us, serial/lot #: (B)(4), ubd: 18-sep-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged. The physician believes that the nose cone did not center when the medtronic guide wire was retracted per the instructions for use (IFU). A second valve was implanted. No additional adverse patient effects were reported.